Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to this event. The devices were manufactured and sterilized to specification. Wound complications are common events after implant based breast reconstruction with or without the use of surgical mesh. The reported information revealed no potential causes for this event and the root cause could not be determined.

Event description:
It was reported that ovitex prs (ltr) was implanted on (B)(6) 2024 to reinforce soft tissue during an expander to breast implant exchange procedure. The device was implanted after alloderm had not completely incorporated. After an unknown duration (less than two months), the patient had drainage through the intramammary fold incision. Reoperation was conducted and it was noted that the device had partially resorbed with only the suture material remaining, which was removed. The patient moved to final reconstruction on (B)(6) 2024.